Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2014-26374. The patient was implanted with two scs leads from different lots. Patient reports she is unable to feel stimulation while increasing the amplitude even though the amplitude is turned up to the max. Reprogramming was unable to resolve the issue. The patient denies falling or having had any accidents. Surgical intervention may be pending to address this issue.